Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was not working. Customer stated that the insulin pump was not allowing her to deliver a bolus while in auto mode. Customer stated that she tried to deliver a bolus for 253 blood glucose, but was getting a no bolus needed alert. The customer was advised that the because of the microboluses that were shown in her sensor graph, customer was unable to deliver a bolus. Customer was able to enter manual mode to deliver a bolus. The insulin pump will not be returned for analysis.